Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a non-tortuous and non-calcified coronary artery. A 4.50 mm x 15 mm nc emerge balloon catheter was advanced for post-dilatation. During the initial inflation at 6 atmospheres for 3 seconds, the balloon came into contact with the proximal end of a previously implanted stent, resulting in balloon rupture. The device was removed, and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by MFR: fg nc emerge mr, us 4.50mm x 15mm catheter was returned for analysis. A visual and tactile inspection identified multiple hypotube kinks, and no issues identified on the shaft polymer extrusion. A microscopic examination of the balloon material identified a circumferential tear in the mid-section of balloon body. Distal tip showed no signs of damage. A microscopic examination of the distal and proximal markerbands identified no damage. No other device issues were identified during returned product analysis.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a non-tortuous and non-calcified coronary artery. A 4.50 mm x 15 mm nc emerge balloon catheter was advanced for post-dilatation. During the initial inflation at 6 atmospheres for 3 seconds, the balloon came into contact with the proximal end of a previously implanted stent, resulting in balloon rupture. The device was removed, and the procedure was completed with a different device. No patient complications were reported.